Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump beeps without message on display. The customer's blood glucose at the time of incident was unknown. The customer was assisted with trouble shooting. There was no cellphone, microwave or anything else that beeps around it. No buttons were pressed or accidently pressed. The insulin pump will not return for analysis.